Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message was displayed during a procedure. The system then "locked" and case was aborted. There was no patient harm reported. Additional information has been requested.